Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified between the transfer set and the titanium adapter. The event occurred during an unspecified process step. It was unknown if the titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation is completed. The transfer set was visually inspected with no issues noted. Leak testing, clear passage testing, and clamp function testing, and integrity of seal testing were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.